Manufacturer narrative:
Device not yet received. Evaluation is anticipated upon receipt of device and a follow-up will be filed.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Event description:
It was reported that the core impaction drill heated up during a case. There was no patient or user injury reported and no adverse consequences alleged with this event.

Manufacturer narrative:
The technician was unable to duplicate the reported heat, but noted that the driveshaft was corroded.